Manufacturer narrative:
(B)(4). No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remains implanted. Therefore, direct product analysis was not possible. Instructions for use warnings section state, do not cannulate or puncture the gore® viabahn® endoprosthesis. Cannulating or puncturing the endoprosthesis may result in damage to the eptfe lining and / or the external nitinol support, resulting in compromised performance or failure of the endoprosthesis.

Event description:
Reviewed was an article in frontiers in surgery: authors: cs bavare, tk street, ek peden, mg davies, jj naoum; stent grafts can convert unusable upper arm arteriovenous fistulas into a functioning hemodialysis access: a retrospective case series. Published: 27 february 2017; doi: 10.3389/fsurg.2017.00013. It was reported that on (B)(6) 2009, one study patient with esrd was implanted with a 7mmx10cm gore® viabahn® endoprosthesis in the left arm, brachiocephalic arteriovenous fistula (in the vein). Prior to implant procedure, the study patient presented with either a non-usable and/or abandoned avf. Study patient also had either at least two or more (> 2cm) within the fistula conduit, or a long segment stenosis (> 4cm) in combination with shorter segment stenosis. In addition, study patient also had failure to achieve access cannulation and concomitant hemodialysis through the avf prior to implant procedure. The article stated the dialysis unit was cleared to access the avf through the segment of the vein containing the viabahn device, thus directly puncturing through the viabahn device. Approximately two years later, the patient was found to have a pseudoaneurysm at the site of dialysis access puncture, which was repaired with placement of a 7x5 stent graft (manufacturer not specified).